Manufacturer narrative:
During follow up, the customer indicated that bg levels had lowered back down to target levels. The customer was feeling better and was scheduled to meet their healthcare provider soon. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 270 mg/dl. Bg levels rose to 370 mg/dl after the customer ate and took a bolus, and were even higher (430 mg/dl) at the time of the call. Customer indicated that they had recently changed out supplies earlier that day, and had changed them 3 days ago as well. Customer addressed elevated bgs by bolusing via the pump and changing out the site again. Troubleshooting was performed with tandem technical support, and the pump was delivering insulin normally. Recommendation was made that the customer consult with their healthcare provider.